Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due. The root cause is that the patient connected a luer disposable set to spike solution bags (causing solution bag to fall and disconnect). A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A caregiver (cg) contacted global technical services (gts) regarding a supply bag that fell and disconnected during therapy on the homechoice (hc) machine of dwell 1 of 3. The technical service representative (tsr) assisted the cg with end of therapy early procedure. The cg confirmed to start over with new supplies. There was no patient injury or medical intervention reported.